Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that while using an ar-8913ds driver, the shaft did not easily enter the bone hole, and the button did not come off from the handle. The surgeon released the button by using forceps, the button came out of the bone hole. The surgeon reviewed the surgical kit, he found that the inserter was bent. The doctor in charge suspects that bone hole was enlarged. The surgery was completed by a new product. Additional information requested.

Manufacturer narrative:
Complaint confirmed, the button inserter and drill bits are bent. A likely cause of the deformation is user-applied mechanical forces. However, the allegations of the inserter shaft not entering the bone hole and button not coming off the inserter are not confirmed. The devices were returned disassembled and dimensional evaluation reveals the devices relevant features meet specifications.